Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - a home monitoring transmission recorded obvious noise on the rv iegm. Detection was met in the vf zone, whereupon the device began charging, before aborting. This lead was capped and replaced.